Manufacturer narrative:
(B)(4): no device problem found. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Investigational summary: one packet of product code w8718 was returned to ethicon inc for analysis with the packaging closed. Upon initial inspection, of the sample, no external damages were observed on the packet. In order to evaluate the conditions of the returned sample, the packet was opened, and no defects were detected. The swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along the strand to detect any issue related to damaged or breakage suture and no defects were observed during the evaluation. A functional test was performed using an instron and the tensile strength force was above the minimum requirement. The event described could not be confirmed as the device performed without any defect noted. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Events reported in 2210968-2021-06359, 2210968-2021-06360, 2210968-2021-06361, 2210968-2021-06362, and 2210968-2022-02784.

Event description:
It was reported that a patient underwent a coronary artery bypass graft procedure on (B)(6) 2021 and suture was used. During the procedure, the suture broke. Another like device was used to complete the procedure. No adverse patient consequences were reported. No additional information was provided.